Event description:
Problem: no "power off" alarm sounded on ventilator. During spine films-vent on/off button accidentally bumped by film cassette, turning vent off, no alarm sounded. Staff noticed situation immediately. Pt bagged so no injury occurred. However, this had a potential to cause an adverse event. Needed a guard to prevent accidental shutoff of switch and backup alarm.